Manufacturer narrative:
(B)(4). An evaluation is in process. A followup report will be submitted when the evaluation is complete.

Event description:
The account generated a depressed architect tsh of 0.077 uiu/ml that repeated 1.2 uiu/ml using siemens method on a patient with no symptoms and normal ft3 and ft4. A new sample again tested depressed architect tsh of 0.117 and 0.121 uiu/ml but repeated 1.42 uiu/ml using siemens method, 1.465 uiu/ml using beckman method and 1.62 uiu/ml using roche method. Previously, the patient tested tsh of 0.074 uiu/ml ((B)(6) 2014), 0.134 uiu/ml ((B)(6) 2014) and 0.097 uiu/ml ((B)(6) 2014) with unknown methods. No impact to patient management was reported.

Manufacturer narrative:
A sample was provided by the customer for evaluation and was tested. A dilution linearity test was performed and results were outside the dilution recovery claims. The diluted samples do not return the expected values. Based on this data, there is an interferent present in the sample that interferes with the tsh recovery results. A review of the historical complaint data for the likely cause tsh lot and the tsh assay overall finds no additional complaints against the lot and no adverse or related non-statistical trends. The labeling for the tsh reagent and architect instrument were reviewed with numerous specimen related and instrument related possible causes for depressed tsh results. The product labeling review concluded that the issue is sufficiently addressed. Based on the complaint data and investigation testing, the patient's sample appears to contain an interferent that affects the architect tsh assay which impacts the patient's tsh sample result. This interferent appears to have also affected previous samples run in the (B)(4) timeframe. Based on this evaluation, the architect tsh assay is performing acceptably.